Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the the screen of insulin pump had got a lot of lines on it that it makes it hard for customer to read the screen. Customer stated that insulin pump had neither been bumped nor dropped.no harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with minor scratched lcd window. After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.